Event description:
A customer reported that during a cataract extraction procedure the system did not present the phaco function. The procedure was completed using an alternate system with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).